Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for more frequent charging and difficulty establishing connection with the evoke closed loop stimulator (cls). Troubleshooting was performed, including performing a soft reset on the cls, review of charging logs and attempting to exchanging the charger. The evoke scs system was explanted.